Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
Customer reported unit failed testing during preventative maintenance service. There was no patient involvement.